Event description:
Related to manufacturer report number: 2017865-2018-15192. During follow-up, the patient felt muscular stimulation around their chest. The issue was resolved by explanting and replacing the pacemaker and right ventricular (rv) lead. The patient was in stable condition.

Manufacturer narrative:
The device was received in normal working conditions, with battery voltage above eri level. Electrical and mechanical tests performed, as well as output verification under field settings indicated the device exhibited normal characteristics and visual inspection of the header and connectors found neither foreign material nor contaminants that could have contributed to the reported complaint. Longevity assessment was performed and the pacer was in normal range of operation with appropriate remaining longevity. The field complaint of muscle stimulation anomaly was not confirmed.